Event description:
It was reported that during a sleeve gastrectomy procedure, they tried to fire with the reload, but the staple did not come out completely at the third part. It was blocked and they tried a second reload but the exact same thing happened. A third like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please clarify the event: was the cutline complete? Were the staples formed in the b form shape? Was the staple line complete? Were there missing staples in the stapleline? What device code was used with the reloads?